Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Follow up attempts made on (B)(6) 2016 by tandem technical support, no further information was provided.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was 400 mg/dl and 270 mg/dl at the time of the call. The customer administered a bolus to address high blood glucose level. The customer also reported experiencing a low bg and believed was caused by overbolusing. The customer blood glucose was 59 mg/dl.